Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon took out the stapler from the sterile box and tried to close it without tissue between the jaws. He heard a noise coming from the handle and the jaws weren't able to close. He found a small yellow plastic piece inside the stapler watching through the "hole" near the handle. He thinks it could be a crashed "gear" of the stapler. They changed the stapler and finished the surgery without problems. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.